Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe abdominal cramping in her lower right abdomen") and appendicitis ("acute appendicitis") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), appendicitis (seriousness criterion medically significant), cough ("severe jabbing sensation when coughing"), sneezing ("sneezing or moving quickly"), abdominal distension ("abdominal bloating"), weight increased ("weight gain") and fatigue ("fatigue"). The patient was treated with surgery (laparoscopic bilateral excision of the essure along with bilateral salpingectomy) and surgery (underwent a laparoscopic appendectomy on (B)(6) 2012). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, appendicitis, cough, sneezing, abdominal distension, weight increased and fatigue outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, appendicitis, cough, fatigue, sneezing and weight increased to be related to essure. The reporter commented: plaintiff was forced to undergo two major surgeries as a result of her essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: satisfactory placement and full occlusion of tube company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), abdominal pain lower ("severe abdominal cramping in her lower right abdomen"), dyspareunia ("dyspareunia (painful sexual intercourse)"), appendicitis ("acute appendicitis") and endometrial ablation ("ablation") in a 48-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight (bmi: 26.62), urethral pain, dysfunctional uterine bleeding, paratubal cyst, coughing, chills, sweating, loose stools and pain (when moving, sneezing and coughing). Concomitant products included escitalopram oxalate (lexapro). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pain"). In (B)(6) 2010, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required) and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2010, the patient experienced abdominal distension ("abdominal bloating/ bloated stomach") and fatigue ("fatigue"). On (B)(6) 2011, the patient underwent endometrial ablation (seriousness criterion medically significant). In (B)(6) 2011, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2012, the patient experienced adnexa uteri pain ("right side, fallopian tube area"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), appendicitis (seriousness criterion medically significant), cough ("severe jabbing sensation when coughing"), sneezing ("sneezing or moving quickly"), gastrointestinal disorder ("gastrointestinal or digestive system condition type:") and abdominal pain ("could not exercise due to abdominal pain"). The patient was treated with surgery (laparoscopic bilateral excision of the essure along with bilateral salpingectomy and underwent a laparoscopic appendectomy on (B)(6) 2012). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, abdominal pain lower, dyspareunia, abdominal distension, weight increased, fatigue, female sexual dysfunction, dysmenorrhoea, adnexa uteri pain, pelvic pain and abdominal pain had resolved and the appendicitis, endometrial ablation, cough, sneezing and gastrointestinal disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri pain, appendicitis, cough, dysmenorrhoea, dyspareunia, endometrial ablation, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal disorder, pelvic pain, sneezing and weight increased to be related to essure. The reporter commented: plaintiff was forced to undergo two major surgeries as a result of her essure. Current weight 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: dyspareunia." Most recent follow-up information incorporated above includes: on 28-mar-2019: pfs received: outcome of the event "could not exercise due to abdominal pain" updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), abdominal pain lower ("severe abdominal cramping in her lower right abdomen"), dyspareunia ("dyspareunia (painful sexual intercourse)"), appendicitis ("acute appendicitis") and endometrial ablation ("ablation") in a 48-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight (bmi: 26.62), urethral pain, dysfunctional uterine bleeding, paratubal cyst, coughing, chills, sweating, loose stools and pain (when moving, sneezing and coughing). Concomitant products included escitalopram oxalate (lexapro). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain ("pain"). On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required) and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2010, the patient experienced abdominal distension ("abdominal bloating/ bloated stomach") and fatigue ("fatigue"). On (B)(6) 2011, the patient underwent endometrial ablation (seriousness criterion medically significant). On (B)(6) 2011, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2012, the patient experienced adnexa uteri pain ("right side, fallopian tube area"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), appendicitis (seriousness criterion medically significant), cough ("severe jabbing sensation when coughing"), sneezing ("sneezing or moving quickly"), gastrointestinal disorder ("gastrointestinal or digestive system condition type:") and abdominal pain ("could not exercise due to abdominal pain"). The patient was treated with surgery (bilateral salpingectomy, laparoscopic bilateral excision of the essure along with bilateral salpingectomy and underwent a laparoscopic appendectomy on (B)(6) 2012). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, abdominal pain lower, dyspareunia, abdominal distension, weight increased, fatigue, female sexual dysfunction, dysmenorrhoea, adnexa uteri pain and pelvic pain had resolved and the appendicitis, endometrial ablation, cough, sneezing, gastrointestinal disorder and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri pain, appendicitis, cough, dysmenorrhoea, dyspareunia, endometrial ablation, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal disorder, pelvic pain, sneezing and weight increased to be related to essure. The reporter commented: plaintiff was forced to undergo two major surgeries as a result of her essure. Current weight 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram: on (B)(6) 2011: results: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: dyspareunia." Most recent follow-up information incorporated above includes: on 25-jan-2019: pfs received- new event could not exercise due to abdominal pain were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), abdominal pain lower ("severe abdominal cramping in her lower right abdomen"), dyspareunia ("dyspareunia (painful sexual intercourse)"), appendicitis ("acute appendicitis") and endometrial ablation ("ablation") in a 49-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, menorrhagia, urethral pain, dysfunctional uterine bleeding, pelvic pain, paratubal cyst and coughing. Concomitant products included escitalopram oxalate (lexapro). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, 3 months after insertion of essure, the patient underwent endometrial ablation (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced adnexa uteri pain ("right side, fallopian tube area") and pelvic pain ("pain"). On (B)(6) 2016, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), appendicitis (seriousness criterion medically significant), cough ("severe jabbing sensation when coughing"), sneezing ("sneezing or moving quickly"), abdominal distension ("abdominal bloating"), weight increased ("weight gain / loss specify which one: weight gain"), fatigue ("fatigue") and gastrointestinal disorder ("gastrointestinal or digestive system condition type:"). On an unknown date, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). The patient was treated with surgery (bilateral salpingectomy), surgery (laparoscopic bilateral excision of the essure along with bilateral salpingectomy) and surgery (underwent a laparoscopic appendectomy on (B)(6)2012). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, abdominal pain lower, dyspareunia, abdominal distension, weight increased, fatigue, female sexual dysfunction, dysmenorrhoea, adnexa uteri pain and pelvic pain had resolved and the appendicitis, endometrial ablation, cough, sneezing and gastrointestinal disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, adnexa uteri pain, appendicitis, cough, dysmenorrhoea, dyspareunia, endometrial ablation, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal disorder, pelvic pain, sneezing and weight increased to be related to essure. The reporter commented: plaintiff was forced to undergo two major surgeries as a result of her essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: satisfactory placcement and full occlusion of tube concerning the injuries in the case, the following ones were described in patient's medical records: dyspareunia most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received: new reporters, patient demographic information, product indication updated, concomitant disease and medication, new events fallopian tube perforation, female sexual dysfunction, dysmenorrhea, dyspareunia and adnexa uteri pain added. Outcome for the events fallopian tube perforation, female sexual dysfunction, dysmenorrhea, dyspareunia, fatigue, weight increased, adnexa uteri pain and abdominal distension added as recovered / resolved. On (B)(6) 2018: pfs and mr received: new reporter added. New events added: pelvic pain, gastrointestinal or digestive system condition type, ablation. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.